Manufacturer narrative:
Submit date: 2017-09-29.

Event description:
According to the reporter, during preventative maintenance on (B)(6) 2017, the device failed the buzzer test; there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failed buzzer test/no audio. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.